Event description:
(B)(6) reported that a patient received inductos during spinal fusion surgery. The patient experienced isolated fever three days after surgery. She was treated with augmentin for a few days. Her temperature fluctuated between 38.5 degrees celsius, and 39 degrees celsius for 8 days, afterwards, the patient recovered. There were no signs of infection on x-ray, or biological and bacteriological investigations. There was no complaint of pain, and no fluid collection at the vertebral column. It is to be noted that following surgery, erythrocyte sedimentation rate was slightly high at the beginning and then was normal. However, this slight increase in erythrocyte sedimentation rate was considered related to the surgery. Isolated fever caused the patient's hospitalization to be prolonged. The reporting healthcare professional could not explain the isolated fever and suspected the event to be related to inductos. Inductos is marketed in (B)(6) as inductos 12.7mg for (B)(6). Packed lot is 32960.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.